Event description:
This is the third of four reports. During incoming inspection of goods by the distributor, metal powder was generated when measuring pressure on the mayfield modified skull clamp. There was no patient involvement. Linked to MFR report numbers: 3004608878-2016-00075, 3004608878-2016-00076, 3004608878-2016-00078.

Manufacturer narrative:
Integra has completed their internal investigation on 06/14/2016. The investigation included: methods: evaluation of actual device. Review of device history records. Results: evaluation of device - few metal dust found in the threads after pressure test. Torque screw felt tight under pressure test. No helicoil movement in the ratchet extension arm. Device history record reviewed for this product ID (a1059) lot code/work order: 161/135849 manufactured on 01/23/16 show no abnormalities related to the reported failure. A total of (B)(4) devices were manufactured during this period and passed all required inspection points with no associated mrr¿s, variances or rework. No service history is on file. Torque screw threads: a two year lookback in complaint system for this reported failure and or related to "scratch on torque screw " for this product ID shows that (B)(4) complaints were received including this case. All (B)(4) were received by the same customer at set times (02/02/2016 and 03/17/2016). This issue is currently being monitored metal shavings: CAPA has been issued to further investigate the reported failure based around complaints associated to "scrap metal /powder comes out /metal burrs." For this product family. The metal shavings issue reported on the returned devices was able to be confirmed by quality and engineering. However, this issue has not been observed or been able to be replicated on other devices from other distributors/customers. The current belief is that the issue is related to the (B)(4) distributor¿s testing methodology. At this time, the issue has been isolated to primarily a single customer, and no product containment has been issued. The skull clamps ratchet extension has a detailed assembly instruction that outlines the process of installing helicoil. The last step in the work instruction requires the operator to use a ¾-16 thread gage to verify fit. All of the products in question were subjected to these quality controls during manufacture. These will be monitored for trending.